Event description:
It was reported that during an implant attempt, the lead was repositioned due to high threshold. It was also reported that after the fourth attempt, the helix did not get retracted even after multiple turns. Additional turns were made which resulted in the helix retracting but the lead continued sticking in the atrial wall. The implanter had to fiddle with the stylet in order to remove the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism.